Event description:
It was further reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance. The lead was replaced. It was also reported that the device reached elective replacement indicator (eri) early. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 419688 implantable pacing lead (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).